Event description:
It was reported that during primary tibia fracture case the lobster claw clamp was loose would not clamp well. Used another clamp.

Manufacturer narrative:
Based on the investigation, the root cause was attributed to a user related issue. The forceps show marks of several uses like rust. Therefore the function could be diminish by this aging condition. Nevertheless, the functional tests performed on site showed that the product is correct thus the failure mode cannot be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during primary fibula fracture case the lobster claw clamp was loose would not clamp well. Used another clamp.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.